Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later, a revision surgery was performed and a crack in the right cylinder connecting tube was found. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. No anomalies were found with the device. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issues and tubing crack.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later, a revision surgery was performed and a crack in the right cylinder connecting tube was found. The pump was removed and replaced. No patient complications were reported.